Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting up the system for a case the system displayed no signal on the monitor. The site tried rebooting multiple times, but it did not resolve the issue. No patient was present at the time of the event. Update from manufacturer representative stating that they reseated the video connections to the computer, they found both monitor displayed no signal. They heard a small beep that wasn't the polaris spectra system control unit (scu) or positioning sensor unit (psu) occur every 15 seconds. They felt air coming from the computer fan. Then they disconnected the microscope cable digital visual interface (dvi) as the system was still on, and booted up correctly. They restarted it again and the system booted up normally.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.